Event description:
It was reported that the 8800 sys presented a black image on the left monitor. The sys was rebooted and it worked for a few exposures, and then a black image was observed, and the technique tracked to max. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reseated all the circuit boards and cables in the monitor cart. The sys was tested and found to be working as intended and placed back into service.